Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the controller asked for repositioning of the recharger when the recharger was not connected. The patient commented that it appeared every now and then. There were no problems with charging. It was also reported that the feeling of paresthesia disappears every now and then. Then, it comes back with high intensity which comes back to normal after a small while (could be even over ten seconds). The impedances were measured and the programs were reprogrammed. The impedances were between 700-860 ohms. The adaptive stim was programmed during troubleshooting; adaptive stim was not previously programmed. The cause of the high intensity was not determined. The manufacturer representative arranged a new meeting with the patient for the (B)(6). Additional information received from the manufacturer representative indicated the patient reported that things did not change after adaptive stim was programmed and that the device lost pre-set intensity from all the positions. The intensity was possible to program again. The "reposition recharger" screen was specified as "no device found. Try the following: reposition the recharger (if connected). Move the controller closer to your device." It was noted it was possibly not about the recharger at all but about the connection to the ins. Also, there was cycling programmed 15 on/15 min off and the patient did not remember activating that but it was noted this may possibly be part of the problem.